Event description:
It was reported that the t:slim x2 pump battery would not charge, even after being plugged in for 30 minutes using a third-party wall adapter and a tandem charging cable. The caller unsuccessfully attempted alternative charging cables and wall adapters. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) for insulin delivery in the interim. Technical support arranged for a replacement pump to be sent, which included updated software. The customer was informed about the steps to follow upon receiving the new pump and was instructed to return the defective pump using a pre-paid ups label within ten days.